Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link non-dehp y-type standard bore catheter extension set was leaking after a folfox treatment was initiated. The reporter stated that the leak was due to a crack coming from the "y connector portion of the tubing¿. This issue was identified during a patient infusion with an IV (intravenous) pump. As soon as the leak was identified, the pump was stopped and the patient was moved from the area. The spill was cleaned up with spill kit and disposed in cytotoxic waste. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4 and h6. H10: the device was received for evaluation contaminated with chemotherapy drug. Due to the nature of the sample, the reported condition was not possible to identify during visual inspection nor could functional testing be performed. Therefore, the reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.